Event description:
It was reported the patient passed away. The cause provided being that the patient expired due to other disease. Furthermore, it was reported that the patients' outcome was not device or therapy related. The device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. Per additional information from the clinical specialist, the hospital didn't want to give more information for this outcome; however, it was reported that it was not device related. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 08nov2018. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.